Manufacturer narrative:
Findings: no button error alarm noted. All buttons functioned properly; however, unit had corroded keypad traces. Received unit with corroded lcd board and a corroded motor assembly. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 91 mg/dl. The customer stated that he was not operating the device went alarm occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.